Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿longitudinal magnetic resonance imaging of pseudotumors following metal-on-metal total hip arthroplasty¿ by masahiro hasegawa et al reports on the determination of natural history of pseudotumors following metal-on-metal total hip arthroplasty (tha) with cormet (corin, cirencester, UK) in 108 hips and pinnacle with s-rom-a stem (depuy, warsaw, in, USA) in 80 hips using magnetic resonance imaging (MRI). 12 hips with pinnacle and 24 with cormet showed pseudotumors. Twelve hips were revised after the first scan because of symptomatic pseudotumors. Initial MRI was conducted at a mean of 36 months postoperatively. Follow-up MRI was performed at a mean of 20 months after the detection of 24 asymptomatic pseudotumors in 20 patients (17 women and 3 men, mean age-63years). Two hips in one female patient were revised simultaneously because of the development of hip pain after subsequent MRI. Bone edema was not found in every patient. Metal wear at the bearing surfaces and at the head and stem taper interface was the main source of metal ion debris. However, serum cobalt and chromium ion levels did not correlate with pseudotumor extent in this study. No clarification was found on which events were specifically present on specific patients.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.